Event description:
It was reported that the pt underwent single level spinal surgery with rod placement at l5/s1. Five months post-op, it was noted that a screw had broken on one side (refer to MFR report 1030489200900682). Recently, the pt fell out of a tree stand (date unk). Another screw broke. The pt had extreme back pain. Pt was hospitalized at the time of the report. Revision is under discussion but not scheduled at this time.

Manufacturer narrative:
(B) (4): the screw was not returned for eval. Imaging films were not provided.